Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "during a case, would not conduct electricity". The instrument was found to have a broken conductor wire at the weld. The root cause of this failure is attributed to device design. Additional observations not reported by site that are related to the primary failure: the instrument was found to have thermal damage at the weld of the monopolar yaw pulley and conductor wire cap. The root cause of these failures is attributed to device design. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. The instrument was last used on (B)(6) 2022 on system (B)(4). A permanent cautery hook has 4 uses remaining after last use. The instrument has max 10 uses. This complaint is reportable due to the following: the instrument had a broken conductor wire at the proximal end with no evidence of user mishandling or misuse. The broken conductor wire has potential for electrical discharge to the bedside assistant. There was also evidence of thermal damage to the weld with no indication or claim of user mishandling or misuse. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the permanent cautery hook would not conduct electricity. The customer adjusted the green cord with no success. Then, they opened another sterile green cord but the issue persisted. The customer replaced the instrument and the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patients demographic information was provided.